Event description:
This is report 1 of 4 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the returned device was very discolored. The complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and rusty discolorations were observed all over the instrument. Synthes instruments are made predominantly from corrosion-resistant steels. As a result of their high chromium and nickel content, corrosion-resistant steels form a protective chromium oxide layer, known as a passive layer, on the metal surface. This passive layer protects the instrument against corrosion and rust. There are different reasons which can damage this layer and lead to corrosion: the use of extra fine or normal steel wool, steel brushes, files or other cleaning tools with abrasive effect on metals to clean surgical instruments, as this will result in mechanical damage to the passive layer; excessive concentrations of detergents, disinfectants, rinsing aids and other additives or strongly acidic or alkaline detergents can attack the protective oxide layer of stainless steel; most human body fluids and residues contain chlorine ions, which can lead to corrosion if left to adhere to, or dry on, the instrument for prolonged periods; if stainless steel instruments are left in contact for long periods with surface-damaged instruments and are simultaneously moistened with an electrolyte, rust can form at the points of contact; moving instrument parts, e.g. Joints, sliding parts, dismantable threaded connections, etc. Must be regularly lubricated. Constant metallic abrasion increases the damage to the passive layer and thus greatly increases the risk of corrosion; cloths used to pack the devices must be free of detergent or other residues. Such residues can be transferred to the device surface via steam and can interact with the surface. Based on the multiple possible post-manufacturing reasons for corrosion and the age of the instruments, we exclude a manufacturing fault. This complaint is invalid.

Event description:
It was reported that there were rusting instruments in the trays. The facility has had these specific trays for about 7-8 years. The instruments are in quarantine at the facility. There was no patient involvement noted. This is report 1 of 4 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.